Event description:
It was reported diagnostic testing revealed the patient's lead reflected a high impedance reading on one led contact. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post-operative and the issue is resolved.